Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported, during a transfemoral valve in valve procedure in the pulmonic position, a 29mm sapien 3 valve was implanted in a pre-existing 29mm sapien xt valve. No balloon valvuloplasty was performed prior to the sapien 3 valve deployment. During deployment of the sapien 3 valve, when the balloon was fully inflated, the commander delivery system balloon ruptured. The patient was stable throughout the procedure. The delivery system was discarded by the facility following the procedure. No photographs of the device are available for review. The perceived cause of the balloon rupture was calcification of the sapien xt valve.

Manufacturer narrative:
UDI number: (B)(4). The delivery system was discarded by the facility following the procedure. No photographs of the delivery system were provided for review. Without the devices, visual evaluation, functional testing and dimensional testing could not be performed. Review of work orders of the components most relevant to the reported event was performed. The work orders did not reveal any issues that could have contributed to the reported event. Lot history review revealed one additional complaint for ¿balloon ¿ burst¿. A complaint history review from may 2017 to april 2018 for the edwards commander delivery system (all models and sizes) revealed 41 other returned complaints for ¿balloon ¿ burst¿. Thirty-six (36) complaints were confirmed, but no manufacturing non-conformances were found in the returned samples. Available information suggested patient factors (calcification) may have contributed to the reported events. One (1) complaint was not confirmed and no manufacturing non-conformances were identified. Four (4) complaints are pending engineering evaluation. The complaint history review revealed the occurrence rate did not exceed the april 2018 for the control trend category of ¿balloon burst¿. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, the inflation balloon and crimp balloon component undergo multiple 100% inspections. The entire delivery system undergoes multiple testing and 100% visual inspections. The delivery system also undergoes 100% air pressure leak testing and inspections for damage to the inflation balloon. During final inspection, multiple 100% inspections and functional testing are performed. Additionally, product verification (pv) testing is also performed on each lot based on a sampling plan. No failures occurred during product verification testing on this lot. These inspections and pv testing support that it is unlikely a manufacturing non-conformance contributed to the reported event. A review of the risk documentation revealed that the reported event is anticipated in the risk management file. A balloon burst at any time during the procedure resulting in a procedural delay. Severity level of 2. Balloon bursts ¿ cannot retrieve the device through the sheath requiring additional percutaneous intervention. Severity level of 3. In this case, the complaint for ¿balloon ¿ burst¿ was not able to be confirmed as the device was not available for evaluation. Without the device, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR, lot history, manufacturing mitigations and complaint history did not provide any indication that a manufacturing non-conformance contributed to the reported event. A complaint history review revealed that the balloon burst was likely caused by patient factors (calcification). Available information stated the patient had ¿severe¿ calcification of the pre-existing sapien xt valve. Patient factors (severe valve calcification) likely contributed to the reported balloon burst during the valve in valve procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Please reference related manufacturer report no: 2015691-2018-01596.